Manufacturer narrative:
The insulin pump was received unable to down load to the carelink software due to a47 alarms. A47 alarms in alarm history screen due to corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No excessive no delivery alarm noted. The insulin pump has minor scratched display window.

Event description:
The customer called and reported the insulin pump was alarming to indicate delivery had failed. Customer stated she changed out infusion set three times, but continued to receive no delivery alarms. Her blood glucose was 690 mg/dl. Customer treated with manual injection. The customer stated she had a lot of scar tissue and the tubing was bent or kinked. She stated that every time she inserted with a serter, the cannula was damaged. A self test was run with the insulin pump and the device passed. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.